Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation for implant, device lost telemetry. Device could not be interrogated using different wand, rf antennae or programmer. Device was not used and was replaced.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer via rf telemetry. The cause was traced to an anomalous state of an rf state machine. The cause of the anomalous state was not determined. During the analysis, the battery was disconnected from the circuitry and the device was tested using a power supply. Firmware was reloaded, and the device interrogated normally via inductive and rf telemetry. The device was tested and was functional.